Event description:
It was reported to the distributor, that the high-definition lcd monitor does not power up. This issue was observed during inspection and preparation for use for a diagnostic upper gastrointestinal endoscopy procedure, that was reported as not completed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, no new events were discovered during equipment inspection. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a failure of the circuit board. Olympus will continue to monitor field performance for this device.